Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the patient presented in the hospital the next day following the implant procedure, left ventricular lead dislodgement was noted under x-ray. The lead was repositioned without issue. The patient remained stable before, during and after the procedure and will continue to be monitored.